Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed right atrial (ra) lead noise over-sensing causing inappropriate automated mode switch (ams) episodes. Programming changes were recommended. No patient symptoms or intervention was reported.